Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. On (B)(6) 2016 - when reconnecting the j7 connector after replacing the motion batteries, it was noticed that the charger boards where not turning on. After measuring the j11 fuse, the pfc 1000 board, and the charger board voltages we noticed that the pfc 1000 board was not turning on and not giving the correct output voltages to the charger boards. The pfc 1000 board to be replaced. On (B)(6) 2016 - pfc1000 board replaced. F11 fuse replaced. Charger board 1 replaced. System functions checked. The battery charger board and the pfc 1000 board have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that an imaging system circuit board was not functioning, and that the fan on the board was not spinning. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The battery charger board 1 was returned to the manufacturer for analysis. Unable to duplicate reported issue. The charger board passed functional and bench testing and no failure found. It failed visual inspection and leaking capacitors were found, with a physical damage failure mode. The battery charger board 1 is still under analysis and results are pending final testing. The pfc1000 board has also been received by the manufacturer. Results and conclusion pending analysis completion.

Manufacturer narrative:
Analysis on the suspect pfc1000 board was completed by medtronic personnel. Testing found that the fan was not returned with the unit, but the reported issue could not be duplicated. No additional information was provided.